Event description:
It was reported that a user experienced bluetooth connectivity failures between a dexcom g7 sensor and the ilet, resulting in ¿enter bg ¿ dosing stopped,¿ ¿dosing stops soon,¿ and ¿cgm not paired¿ alerts, with two pairing failures noted and initial blood glucose at 265 mg/dl followed by 208 mg/dl after troubleshooting. Symptoms included hyperglycemia. Outcomes included temporary suspension of automated dosing and need for manual blood glucose entry.

Manufacturer narrative:
Investigation included user education and troubleshooting, including forgetting prior dexcom pairings and cycling bluetooth, which restored sensor readings on the ilet. Investigation of this case revealed that the cgm-to-ilet wireless connection failed to pair until prior devices were removed and bluetooth was reset, after which data transmission resumed. It was concluded that the event was attributable to a connectivity and pairing issue between the dexcom g7 and the ilet without evidence of device malfunction of the ilet once pairing was re-established.